Event description:
It was reported that the patient went into atrial fibrillation with rapid ventricular response (afib with rvr). They also had spurts of non-sustained ventricular tachycardia (vt). Those arrhythmias were caused by the patient's IV of dobutamine (dobutrex). The patient had a pre- left ventricular assist device (lvad) history of afib underlying atrioventricular paced rhythm with the occasional nsvt. The patient was on mexiletine (mexitil) pre-lvad. This was discontinued in favor of an IV of amiodarone (cordarone). All attempts made to change amiodarone IV into oral amiodarone resulted in the return of the arrhythmias. Of note, the patient has been unable to be weaned off of dobutamine as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Main investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia, renal dysfunction, and patient conditions could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia, renal dysfunction, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30dec2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and date of birth should have been removed from the previous report. Manufacturer's investigation conclusion. A direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into atrial fibrillation with rapid ventricular response (afib with rvr). They also had spurts of non-sustained ventricular tachycardia (nsvt). Those arrhythmias were caused by the patient's IV of dobutamine (dobutrex). The patient had a pre- left ventricular assist device (lvad) history of afib underlying atrioventricular paced rhythm with the occasional nsvt. The patient was on mexiletine (mexitil) pre-lvad. This was discontinued in favor of an IV of amiodarone (cordarone). All attempts made to change amiodarone IV into oral amiodarone resulted in the return of the arrhythmias. Of note, the patient has been unable to be weaned off of dobutamine as well. Additional information revealed that the patient's atrial fibrillation rate became, ¿uncontrolled¿ on (B)(6) 2022. There was no documentation of what symptoms were seen. Intermittently flipped between sinus rythm (sr) and af with rvr without documentation of symptoms on (B)(6) 2022. Electrophysiology consult notes starting on (B)(6) 2022 mention nonsustained ventricular tachycardia (nsvt) in addition to intermittent af with rvr with no documentation of directly related symptoms. On (B)(6) 2022, some orthostatic hypotension and dizziness were documented, but could not be directly attributed to arrhythmia causing this in light of multifactorial reasons that could be contributing to orthostatic hypotension (weaning of dobutamine, diuretic IV drip, adjustments of lvad speed, post-operative right ventricular (rv) dysfunction, etc.). As on (B)(6) 2022 the patient still had intermittent af and nsvt but orthostatic and dizziness improved. Complete resolution of these symptoms documented on (B)(6) 2022 despite continued intermittent af with a controlled rate and frequent premature ventricular contractions (pvcs). On (B)(6) 2022 they flipped back into intermittent af with rvr with no documentation of symptoms related to it. Some orthostatic symptoms were reported on (B)(6) 2022 but this was felt to be due to volume depletion (no attribution to arrhythmia), and continued until on (B)(6) 2022 still with intermittent af with rvr . On (B)(6) 2022 several 1 minute long runs of vt terminated by antitachycardia pacing (atp), electrophysiology was re-consulted, intermittently continued on (B)(6) 2022 after electrolytes were corrected. Still with background af with rvr as on (B)(6) 2022. Mexiletine started on (B)(6) 2022. Digoxin was ordered to start on (B)(6) 2022.